Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
During troubleshooting for an elevated blood glucose, the patient reported air bubbles in the cartridge. The patient reported blood glucose up to 274 mg/dl with no reported signs or symptoms of hyperglycemia. The reported blood glucose excursion does not meet the definition of a serious injury. This complaint is being reported because air bubbles could potentially cause or contribute to an adverse event.